Event description:
During an open aortic procedure the tip of a fine nerve hook, approximately 1 millimeter in length, broke off and fell into the patient's open thoracic cavity. The device was likely suctioned into a suctioning apparatus. Awaiting confirmation of whether tip was retrieved from suctioning apparatus.